Event description:
An unknown catheter issue was reported. A catheter dye study was performed. Catheter aspiration was difficult with bubbles and injection was not possible. The event date was approximately (B)(6) 2015. The catheter was completely explanted and replaced on (B)(6) 2015. The cause of the catheter issue was undetermined and it was unknown if the catheter issue was resolved. The patient had experienced increased spasticity and sweating. Following replacement the patient was doing well and receiving effective therapy. The device system delivered lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID neu_ascenda_cath, product type: catheter. Analysis of the pump revealed no anomalies. The catheter was returned in segments. Analysis of the catheter ((B)(4)) revealed a kink in the catheter body. There was also damage to the transition tube of the catheter body. Analysis of the unknown ascenda catheter revealed no significant anomalies. It passed acceptable testing.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type catheter. (B)(4).